Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from a single patient sample using vitros tropi es reagent on a vitros eciq immunodiagnostic system. Vitros tropi es patient result: 0.444 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported outside of the laboratory; however, a corrected report was issued and no treatment was given, changed, or withheld based on the reported tropi es result. There is no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number 1683745 / ivd 343778.

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample using vitros tropi es reagent on a vitros eciq immunodiagnostic system. Root cause for the events could not be determined; however, inappropriate pre-analytical sample processing or a transient analyzer issue could not be ruled out as contributing factors. The investigation was able to rule out a reagent malfunction.